Event description:
During an atrial fibrillation procedure, the dilator that came with the sheath was straight. When the needle was advanced through the dilator, it was noted that it poked through the side of the dilator and distal part of the sheath. The sheath and dilator were exchanged, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. Functional testing with a brk needle was not performed because the complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The dilator had no visible curve at the distal end. However, the dilator for this device (sr series) is manufactured without a curve; therefore, no curve issues were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator puncture and reported brk needle insertion difficulties is consistent with the incorrect use of the device.